Manufacturer narrative:
The partial lead was returned with no reported event. As received, a partial lead (only connector portion) was returned in one piece. Visual inspection found full breach outer insulation degradation noted at 4.7 ¿ 4.8 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis